Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. One x-ray image was provided for review. The image shows the completely broken catheter near the clavicle area. The distal broken catheter was noted to be migrated from the clavicle to the third rib. Therefore, the investigation is confirmed for the reported fracture, migration and material separation issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that one year and three months post a port placement in the right side of the sixth thoracic vertebra via the left internal jugular vein, the tip of the catheter allegedly broke at the puncture site. It was further reported that about one-half of the length of the catheter allegedly fell into the heart. Reportedly, surgery was done to retrieve the broken catheter as well as the port was removed and replaced. The current status of the patient is unknown.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, an image was provided for review. The investigation of the reported event is currently underway. H10: d4 (expiration date: 02/2023) . H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: device not returned.

Event description:
It was reported that some time post a port placement in the right side of the sixth thoracic vertebra via the left internal jugular vein, the catheter allegedly broke at the puncture site. It was further reported that the broken catheter allegedly fell into the heart. Reportedly, surgery was done to retrieve the broken catheter as well as the defective device was removed and replaced. The current status of the patient is unknown.